Event description:
Reportedly, while the device was used to administer pacing therapy to the pt the device displayed 'connect pacing pads'. The pt was not resuscitated. There was no report of adverse affect to the pt associated with the discrepancy.